Manufacturer narrative:
H.6. Investigation summary a physical sample was not available for investigation but bd was provided with a photo of the issue for evaluation. A review of the device history record was performed for the reported lot, 9301418, and no quality issues were found during production. Our quality engineer reviewed the provided photo and observed that the cap was threaded onto the device covering the needle. Based off the provided photo the engineer was unable to verify the reported defect. Since no defect was identified a definitive root cause could not be determined. The manufacturing facility has been notified of this incident and the findings. H3 other text : see h.10.

Event description:
It was reported that the wing needle set 27ga cover was loose and disconnected before use. The following information was provided by the initial reporter, translated from portuguese to english: "it was identified before use, that the product ¿cover¿ was loose/disconnected."

Manufacturer narrative:
Correction: the customer providing clarifying information stating that the cap had released from the hub, rather than the hub detaching from the tube. This could cause customer inconvenience as the end user would discard and obtain a new IV catheter; however, if an injury did occur, the event would lead to a clean needle stick which would not lead to harm / serious injury. Thus, this event is not MDR reportable and will be cancelled.

Event description:
It was reported that the wing needle set 27ga cover was loose and disconnected before use. The following information was provided by the initial reporter, translated from portuguese to english: "it was identified before use, that the product ¿cover¿ was loose/disconnected."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the wing needle set 27ga cover was loose and disconnected before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "it was identified before use, that the product ¿cover¿ was loose/disconnected."